Event description:
Patient arrived at physician's office to exchange the mammosite cavity evaluation device (ced) with the mammosite radiation therapy system. The ced balloon separated from the lumen during removal. The ced balloon was removed and replaced with the mammosite radiation therapy system.